Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer had an unresponsive keypad on the insulin pump. Caller was advised to have their daughter call as soon as possible to troubleshoot the pump. Customer is at school and unable to troubleshoot. No further assistance required.